Event description:
It was reported that the customer was hospitalized with high blood glucose over 440 mg/dl. Customer's symptoms included nausea and vomiting. Customer was treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.